Manufacturer narrative:
A partial lead with the connector pin measuring 4.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was cardiopulmonary arrest. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.